Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device event history log was unable to be reviewed because it was not retrievable due to the received state of the device. System error 105 was unable to be reproduced due to a system error 101. Without conclusive confirmation or reproduction of the reported failure, the cause determination by evaluation was incomplete and the device was not repaired.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.